Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced cardiac perforation that required pericardiocentesis and surgery. During the case, a cardiac perforation in the left lateral, just above the mitral valve, and just below the left atrial appendage, was noticed. The patient had a small pericardial effusion before the procedure, but the patient had a drop in blood pressure after some ablation was completed. They were ablating on the lateral side of the left ventricle, and they believe they ended up in the left atrial appendage. They noticed the force readings spiked right before the perforation. The pericardial effusion was confirmed to have grown larger in size by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient required surgery to repair the hole created by the catheter. The patient required extended hospitalization and fully recovered. The physician agreed after the procedure that the injury occurred when the force readings spiked after having a chance to review the details. The physician believes the perforation was caused when the catheter was being pushed into the left atrial appendage from the left ventricle. They did not map the left atrial appendage so they could not confirm this was the location which the catheter ended up; however, it could have also been a vein. Three ablations were performed. The puncture happened between ablations during repositioning and in a different spot than what was being ablated, not during ablation. There was no evidence of steam pop. Procedural activated clotting time (act) was 300. There was no error message observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).